Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical generator had an error code of e433. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction to facility number g1(manufacturing site for devices). Correction has been made to the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was attributed to an error on the patient circuit board/generator board olympus will continue to monitor field performance for this device.